Event description:
This device was intended for patient implant in (B)(6). However, the physician experienced difficulty both locking and unlocking the anchor over the lead. Due to the prolonged procedure time and the inability to remove the anchor without losing the position of the lead, the physician decided to abort the procedure and explanted the patient's entire scs system. An additional surgery will be undertaken at a later date to implant a new scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.